Event description:
It was reported that the day after implant, the patient had complaint of right sided pain in the lung area. It was thought that there was a possible micro-perforation of the atrium from the atrial lead. The atrial lead was repositioned. Also, the right ventricular r-waves had dropped and the physician elected to reposition the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.